Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system but was unable to reproduce the reported issue. Based on the field evaluation, this reported event was not confirmed. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) moved automatically by itself. The customer did not know whether the surgeon¿s head was inside the viewer when released the master tool manipulators (mtm). The tse could not find any related errors in the logs. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. Instrument was inside the patient. No patient injury.